Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 3 years and 6 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation. According to the operative report, the preoperative tee demonstrated moderate mitral valve regurgitation. Intraoperative tee confirmed the preoperative impression, demonstrating mild globular left ventricular enlargement with no wall motion abnormality or areas of thinning. The mitral valve demonstrated evidence of double orifice consistent with the previous alfieri repair. There was a low moderate jet of regurgitation in the posterior orifice directed posteriorly, presumably at the prosthetic ring in the region of segment p3. At surgical exploration, the annuloplasty ring was intact and solidly fixed to the mitral annulus, with excellent endothelialization of the entire band with the exception of a 1 cm area immediately adjacent to the area of anterior leaflet prolapse and presumed to represent a "jet lesion," conceivably responsible for hemolysis. Per the surgeon, the reason for explanting the ring was not related to device malfunction.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was partially deployed with the clip visible and still loaded on the carrier tube. Internal observation found the movement of an internal component (garage block) was restricted which resulted in the proximal displacement of the components tube and exposure of the loaded clip. This prevented further deployment of the device and the clip by limiting the movement of the clip pusher block/tube assembly. The pusher block did not connect with a component at the distal end of the release rod to collapse the locator wings and disengage the plunger due to the restricted movement of the garage block. The root cause for the restricted movement of the garage block and subsequent inability to deploy the clip is due to resistance encountered while advancing the thumb advancer. Resistance encountered during thumb advancer deployment is consistent with radial force constriction on the sheath. Factors that may contribute to radial force constriction may include a tight tissue tract or anatomical conditions. The investigation is on-going.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an unspecified procedure. Reportedly, it was not possible to split the sheath completely. The device was pulled out from the patient's anatomy with the locator wings in the open position. Manual compression was applied to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. (B)(4) - failure to follow steps/instructions. Date of event: the facility reporter indicated the event occurred in (B)(6) 2010, the day was not known. (B)(6), 2010 is being used as the best estimate date.